Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the rising right atrial (ra) lead impedance increased to 3495 ohms causing a polarity switch from bipolar to un ipolar. Increasing thresholds was causing twitching. Settings for the ra lead were reprogrammed and the lead remains in use. The doctor will perform an x-ray of the patient in a state of raising the arm at the next device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was noted that analysis of the device memory indicated the atrial pacing capture threshold was rising. Acm shows threshold has been gradually rising. Automatic lead diagnostics shows atrial lead impedance increasing from baseline of approximately 1000 ohms to greater than 3000 ohms. A lead warning occurred on (B)(6) 2013. (B)(4).

Event description:
A routine device check was performed and an x-ray showed that the right atrial (ra) lead in the atrium was pulled and unstable. The ra lead output was reprogrammed since the pacing threshold had increased. The physician decided to carefully monitor the patient going forward.